Manufacturer narrative:
Adding UDI # (B)(4). Adding implanted date: (B)(6) 2015. Adding explanted date: (B)(6) 2023. This is a follow up report for this additional information. FDA coding was missed in the initial report. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding health effect - clinical code 2013. This is a follow up report to add this additional code. Correcting lot # from unk to 171582. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to osseospeed ev 4.8 s - 9 mm catalog # 25243. FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 1863 to 2408. This is a follow up report to correct this code.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.